Event description:
It was reported that the right tmj devices would be revised due to gross ectopic bone- around the joint with likely ankylosis, causing reduced mouth opening and severe pain. The surgeon requested an instrument kit for additional surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The surgeon did not report any device malfunction, and there was no indication of a device failure, malfunction, or other performance issues. A possible contributing factor that could be identified is the patient¿s condition. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary at this time. This complaint is added to the complaint trend. H3 other text: not available.

Event description:
It was reported that the right tmj devices would be revised due to gross ectopic bone- around the joint with likely ankylosis, causing reduced mouth opening and severe pain. The surgeon requested an instrument kit for additional surgery.